Manufacturer narrative:
On (B)(6) 2020 , infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. Please note: this MDR is a resubmission due to a bug in the FDA esubmitter system. This MDR is a retrospective submission resulted from a complaint handling remediation.

Event description:
On (B)(6) 2020 , a distributor of infutronix reported an issue on behalf of an end user: "I just took a call from a woman who had surgery this morning in michigan. It was shoulder surgery and she noticed that there was some leakage on her garment. I told her that that was not unusual and explained what happens with the path of least resistance in the medication. She said her pain was about a 9/10. I told her to use the bolus button which she had not used at this point. I explained the benefits of using that consistently to help decrease her pain. She said she had tried calling the surgical center and the surgeon but both places are closed at this time and there was no forwarding information. I told her if she needed any further help that we're here 24/7 and will be happy to help her with any situation that arises. I advised her to put a towel over her shoulder so as not to get everything else wet. The conversation seemed to make sense to her and she said if she needed to she would take the opioids if the pain wasn't better in 20 minutes. She was grateful for the help and sounded relieved. The call was ended." A patient was involved but not harmed.